Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic nephron protector procedure, after opening the product, it became rough in a short time. Depending on its hardening, a fracture presented itself on this device. The product could not be used due to quick drying and breaking leading to an extended surgical time. They replaced the product to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received three units sealed with the original packaging. No damage was noted to the packaging. Visual ex amination noted each patch was fragmented. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an investigation of this condition identified the potential root cause as a combination of a manufacturing and shipping container issue. The manufacturing process has been adjusted to prevent this condition from recurring. The use of the shipping container that contributed to the reported condition has also been discontinued. The instructions for use (IFU) provides a storage instruction. If information is provided in the future, a supplemental report will be issued.